Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced "high" blood glucose (bg) levels; however, the customer was unable to provide a specific value. Reportedly, the customer experienced high bg levels due to the touch screen being unresponsive and not functional. The customer confirmed that an alternate method of insulin delivery was available.